Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported the ipg was electively explanted and not replaced at the pt's request. The pt indicated she was not getting substantial pain relief from the scs therapies and, therefore requested a system explant. The ipg was returned to the MFR for analysis. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Visual analysis and functional testing were performed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Visual analysis of the ipg noted the header and were severely scratched. A terminal end electrode were broken off inside the upper header port. The electrode was removed in order to complete functional testing. The ipg failed the auto test with no output on channel 9. Further inspection found the channel 9 lead frame wire is broken near the block connector. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.